Event description:
It was reported that, during testing conducted at the manufacturer facility, the device was producing metal shavings. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis in progress. Follow up will be submitted once quality investigation is complete. The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that, during testing conducted at the manufacturer facility, the device was producing metal shavings. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated, and the reported event was confirmed.